Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the implantation procedure of the pacemaker involved in this MDR report, the ventricular lead was connected first but no pacing pulses were observed even after disconnection and reconnection. It was verified that the ventricular lead was completely inserted and that click sound of the screwdriver was heard when screwing. The atrial lead was then connected and atrial pacing was observed on the monitor. The device was finally not implanted and returned for analysis. Another pacemaker was successfully implanted. It should be noted that the pt had an intrinsic rhythm around 60 bpm.